Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum output due to lead dislodgement. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum output due to lead dislodgement. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported. Additional information indicated that upon post lead revision, the rv threshold values was 0.7 at 0.4 milli seconds.

Manufacturer narrative:
This report is being submitted to correct the initial reporter field in section e.